Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this attempted device exhibited far-field oversensing in which there was spikes on both channels which looked like pacing. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this attempted device exhibited far-field oversensing in which there was spikes on both channels which looked like pacing. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported.